Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer states that a cracking was discovered in the palindrome catheter located at the luer lock. They replaced the palindrome catheter with another catheter (not palindrome). The subject was not injured. Exact date of event is not known, but it happened in 2008. No samples.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.